Event description:
Inappropriate shocks with adverse side-effects of contractions and consciousness but no heart failure and do not have cardiac disease. Not check defibrillator wires and pulse generator. FDA safety report ID # (B)(4).